Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the top seal in the trocar was not attached properly and could not get it to work as expected. It did go inside the patient and nothing was left inside. Replaced with same like product in order to complete the case. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.